Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a procedure. The fractured piece of instrument was removed from the patient's mouth with a hemostat. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The device was initially reported to be received by the manufacturer, but no product was returned. The tracking number was issued to the customer for the return of two devices; however, only one of the expected devices was returned by the customer. This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The DHR and occurrence rate of this lot will not be reviewed as the lot number remains unknown. There are no indications of manufacturing defects. For this part (sp-2359) and the previous two years (from the notification date) regarding the elevator fracturing, (B)(4). The most likely underlying cause cannot be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.